Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); model/catalog description:  linear st lead kit 70 cm. Model number/catalog number: sc-2218-50t; serial number: (B)(4); model/catalog description:  enh st ld kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients pocket site was breaking down. The patient underwent an explant procedure.